Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the arm of the distractor broke during placement. Another was used to complete the procedure.

Manufacturer narrative:
An investigation was performed using a stereo microscope which revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. The investigation results conclude the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.